Event description:
During a redo procedure for atrial fibrillation, the patient was under conscious sedation and while burning along the septum, the patient sat up and reached for his groin causing the catheter to perforate and lead to pericardial effusion. A pericardiocentesis was performed but despite all lifesaving attempts, the patient did not survive. There were no performance issues with the flexibility catheter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.